Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion after the "tube occlusion" was removed. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for evaluation. Functional testing was unable to duplicate or confirm the reported problem. Visual inspection noted the downstream occlusion (dso) to be damaged. The service history review had no indication that the complaint was related to a service of the device within the review period.